Event description:
It was reported that during a low anterior resection procedure, when closing the device, the anvil would pop off. After firing the device, the donuts were fine, but then a leak was noticed. There was an interior tear on the posterior sigmoid. Suturing was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.